Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are not able to report out patient results when running the axsym digoxin iii assay because the results are going to exceptions. Details on exception codes or patient information was not provided.